Manufacturer narrative:
(B)(4). The device evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed the external/internal inspection. It also underwent and passed the return instrument test/evaluation (rite) functional and electrical testing. The homechoice was determined to meet specifications for the reported issues of inaccurate fluid reading. A short simulated therapy was also conducted which did not find any problems. The reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that the volumes recorded in the homechoice (hc) log (initial drain volume 15ml, and last fill volume (lfv) 859ml) did not match the volumes that the caregiver (cg) reported. The event occurred during use on the homechoice (hc).the cg stated the initial drain was stuck at 52ml and the last fill was at 402ml when they ended therapy. The technical service representative arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.